Manufacturer narrative:
Additional product component: model number/catalog number: 72400024 and 72404127, batch/lot number: 839834015 and 837966002, model/catalog description: balloon fgs 61-70cm and control pump fgs iz.

Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new 4.0cm aus cuff, pump, and balloon was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.